Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient's spouse that the patient underwent hernia repair on (B)(6) /2015 and mesh was implanted. On (B)(6) 2015, the patient experienced infection and it was reported that the surgeon diagnosed the infection as cellulitis. The patient was experiencing drainage and was placed on cipro. On (B)(6) 2015, the patient began experiencing joint pain and the surgeon stopped the cipro. It was reported that the patient's primary care physician and the surgeon opined that the cipro can cause the joint pain. The patient began to experience shoulder pain as well and the physician treated the patient's shoulder pain with an injection of cortisone and the pain subsided. The patient's spouse reported that the patient is still experiencing joint pain and has elevated labs. The surgeon has opined that the patient's joint pain is not related to the mesh that was placed for hernia repair. The patient is under no treatment at this time other than aleve as needed. The patient is also currently using a topical testosterone replacement. The patient has seen a rheumatologist and additional labs were drawn and the patient is awaiting the results of the lab draws. Additional information has been requested.